Event description:
It was reported that the patient experienced a loss of therapeutic effect following a car accident. The patient began having a change in symptoms one month after surgery. The patient also had some bruising at the implantable neurostimulator site. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Extension model 37085-60, serial# (B)(4), implanted (B)(6) 2011, explanted unk; extension model 37085-60, serial# (B)(4), implanted (B)(6) 2011, explanted unk; lead model 3389s-40, lot# v800515, implanted (B)(6) 2011, explanted unk; lead model 3389s-40, lot# v800515, implanted (B)(6) 2011, explanted unk; programmer model 37642, serial# (B)(4).